Event description:
Reportedly the user had a recurrent abscess formation over the incision site which started in (B)(6) 2021. The incision wound never full healed after implantation. Cultures confirmed staphylococcus aureus growth with resistance to few antibiotics. There was also some swelling over the implant housing. The user underwent a revision surgery in (B)(6) 2021 to drain the abscess. However, the device was finally explanted on (B)(6) 2022.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was explanted because of a post-operative infection at the implant site i.e. Abscess formation at the incision. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. This is a final report.

Event description:
Reportedly the user had a recurrent abscess formation over the incision site which started in (B)(6) 2021. The incision wound never fully healed after implantation. Cultures confirmed staphylococcus aureus growth with resistance to a few antibiotics. There was also some swelling over the implant housing. The user underwent a revision surgery in (B)(6) 2021 to drain the abscess. However, the device was finally explanted on the (B)(6) 2022. The form 24 array was left in the cochlea for re-implantation at a later date.